Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Patient's reason for calling is because the "stimulator seeks to be kind of strong." When asked if they meant stimulation was too strong or uncomfortable, patient then said "maybe that's what the deal is" and then noted the problem started a couple days ago. Patient also reported that there is an "awful lot of pressure" in the vagina area. They noted its like a "pulling or tightness" that isn't uncomfortable when bending or moving; this issue occurred almost immediately after surgery. The consumer also said there is pain in the vagina area as well as at the implant site and noted both of these issues started within the first or second day of implant. Prior to the call, patient said they have been taking ibuprofen. The caller noted they were at 1.6v on program 1 and they mentioned they might have decreased stimulation prior to calling into the manufacturing company. Patient did note some of the issues were related to when they moved or bended. It was reviewed that this is possibly due to the patient being so newly implanted, but they should follow up with their healthcare provider (hcp) to address the medical issues. It was considered to decrease amplitude; the patient didn't indicate if decreasing stimulation eliminated the issues. The event was considered a sudden change in therapy/symptoms. No further patient complications have been reported as a result of this event.

Event description:
Patient responded to a letter. The patient clarified that they were experiencing an overstimulation issue at 1.6v (the patient did not provide a cause of the issue). When asked what actions/interventions were taken to resolve the stimulator issue, they said, "170 - I just turned it down to 1.3v". No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.